Manufacturer narrative:
Product evaluation: the lens was returned with solution dried on it. Haptic damage was observed. The optic is torn/cut into two portions, typical of an iol removal. Starburst patterns were observed in one portion of the optic. The lens was cleaned using lphse. The undamaged portions of the lens appear clear. A lens bench evaluation was conducted with acceptable results. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause. The lens was damaged and was returned in two pieces. Starburst patterns (typical of a yag procedure) were observed on the optic. The optic is clear under direct and indirect lighting conditions. A lens bench evaluation was conducted and the lens is within the 22.5 diopter range and the optical resolution appears acceptable. There have been no other complaints reported in the lot number. This is one of two reports being filed for the same patient. This report refers to patient's right eye (od). Additional information has been requested. (B)(4).

Event description:
A nurse reported that 15 years after intraocular lens (iol) implant, opacification was noted during a medical examination. Additional information was received indicating that the lens was removed.